Manufacturer narrative:
Received one (1) used list #142480489 primary plumset attached to a microclave and a heparin sodium solution bag. As received a cut was observed in the tubing between the cassette and the y-clave. The set was leak tested per specifications. There was a leak observed from a cut found in the middle of the tubing between the y-clave and the cassette. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The complaint of crack/hairline break in polyethylene lined tubing and subsequent backflow can be confirmed. The probable cause of the observed leakage is due to a cut in the tubing and the cause of the damage is unknown, however, it would have occurred outside of ICU medical possession. The lot history of the possible lot numbers was reviewed, no nonconformities were identified that may have contributed to the reported complaint. Medwatch voluntary report # mw5153339, mw5153340, mw5153341 and mw5153342 attach to this emdr submission report.

Event description:
The event involved a primary plumset, pe lined tubing, 107 inch where it was reported the report stated that there is crack/hairline break in polyethylene lined tubing. Discovered after initiating medication with patient, after return about 10 minutes, blood was backflowing out of tubing from central line. A leak occurred on proximal of leur lock. Heparin was infused. The tubing set up was connected to ij. The entire line and medication were replaced. Blood loss or bleed back was unable to quantify. Hole, cut, tears or any defect were noted. No harm, being tracked for infection risk. There was patient involvement and no patient harm. Medwatch voluntary report # mw5153339, mw5153340, mw5153341 and mw5153342 on 15-apr-2024, which stated: ""heparin initiated with ICU medical plum 360 pump with pe lined tubing. Rn returned to room 10-15 minutes after initiation and blood was backflowing from central line through a small hole/crack in the tubing. Medication and tubing removed and new line initiated. Tubing sequestered. Lot #9405818 implicated in 4 possible tubing defects at local facility and lot has been removed. Product complaint #: (B)(4). Polyethylene lined tubing, secure lock 107 inch, product 14248-28; lot either #13827210 or #9405818. ." Additional event information obtained from ufmw: the report was completed by amara kroll, risk manager. The date of event was 12-mar-2024 and the date of this report was 26-mar-2024. The patient information provided was a 62 yr old, non hispanic,white, male. There was patient involvement and no patient or staff harm reported.